Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The follow up report is issued as nobel biocare became aware of new information regarding the mat. Number which was updated and unknown at the date of initial submission.

Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.